Manufacturer narrative:
Concomitant products: product ID: 3387-40, lot# j0114264v, implanted: (B)(6) 2003, product type: lead. Product ID: 3387-40, lot# j0114264v, implanted: (B)(6) 2003, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: neu_unknown_prog, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, physician. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).

Event description:
It was reported the therapy was shut off two days prior to report and the patient couldn¿t move as a result. The patient fell a lot and the last time he fell was 2 days prior to report. There was no known accident or incident related to the event. The patient was in the hospital and they were able to use the patient¿s recharger to turn their therapy back on. Now that the stimulator was on they did not know if it was helping the patient or not. Part of the problem was the patient was given medication for the medical symptoms of parkinson¿s disease. They weren¿t sure why or how the implant was turned off. The implantable neurostimulator recharger (insr) showed the ins at 50%. Additional information received reported the patient¿s deep brain stimulator (dbs) had turned off and they ended up in the hospital because they couldn¿t function without it. It was stated they were home from the hospital at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 3387-40, lot# j0114264v, implanted: (B)(6) 2003, product type: lead. Product ID 3387-40, lot# j0114264v, implanted: (B)(6) 2003, product type: lead. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID neu_unknown_prog, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, physician. Product ID neu_recharger_acc, product type: recharger. (B)(4).

Event description:
It was later reported that the patient had gone to bed with a 50% charge and on the morning of the date of this report was at 0. The patient usually went to bed with 50% and woke up with 25%. They were seeing a warning triangle on the charger and patient programmer. They had seen the triangle screen two times, once the week prior to the date of this report and once the month prior to the date of this report. It was noted that this was the indicator the check the ins. The patient usually used high settings. The recharger was hooked up and there were 8 coupling boxes, the ins battery was at 1/4 and the recharger battery was full. The patient was currently charging. The device had been reset about a month prior to the date of this report.